Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device vibratory alert would not work. Device replacement is anticipated. The patient is stable.

Event description:
The device was explanted and replaced with no adverse consequences to the patient.